Manufacturer narrative:
(B)(4). The insulin pump was received with steady white light display with lines on display due to cracked lcd glass. No cosmetic damage on case noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer was in a vehicle accident. Customer stated the screen had a white display. Trouble shooting was performed. The customer was advised a replacement will be sent and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was be returned for analysis.